Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a laparoscopic partial gastrectomy procedure. While resecting the stomach the device was unable to fire. The surgeon pressed the green button but was unable to squeeze the handle. To resolve the issue, the surgeon switched to a different brand of staplers. The patient was alive and unharmed.